Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on all liberty cycler sets shipped to the patient for the three month time frame which immediately preceded the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patients peritonitis was attributed to touch contamination during ccpd therapy as reported by a medical professional. Touch contamination during pd therapy is the leading source of transmission of peritonitis. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the cycler set can be excluded as a source of this patients adverse event. There was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patients adverse event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patients pdrn, it was reported that the patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic presented with staphylococcus epidermidis and a white blood cell (wbc) count of 2048/mm3. The patient was diagnosed with peritonitis due to touch contamination during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. The patient was not hospitalized for this event and was prescribed a one-time dose of intraperitoneal (ip) vancomycin at 2000 mg, and ip gentamycin at 56 mg every day for three weeks. The patient has recovered from the event and remains asymptomatic. It was confirmed the patients peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues with ccpd therapy on the same liberty select cycler following this event.